Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an automatic mode switch episode due to noise on the right atrial lead was observed. Further testing was unable to reproduce the noise. No intervention was performed as the patient was asymptomatic and will continue to be monitored.